Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial (B)(4), implanted: (B)(6) 2012, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot (B)(4), ubd: 23-mar-2014, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving prialt (25 mcg/ml at 5 mcg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient experienced increased pain. No environmental, external, or patient factors were reported to have caused this issue. A dye study was performed on (B)(6) 2018. The catheter appeared to have intrathecal (it) placement at t11. No actions or interventions were taken. The issue was said to be resolved and the patient was "alive - no injury." There were no further complications reported at this time. Additional information was received from a consumer indicated that the patient was receiving prialt and "at least one" other medication at an unknown dose and concentration via an implantable infusion pump. The indication for use was spinal pain. It was reported that the patient's healthcare provider (hcp) prescribed a magnetic resonance imaging (MRI) for the patient's brain and to rule out parkinson's disease. The hcp in charge of performing the MRI had concerns about the pump medication and requested a device manufacturer representative be present for the MRI. It was reported that the patient has had a lot of difficulty with pain. The caller stated that the pain coverage is from the ribcage down through his legs because the catheter placement doesn't reach the upper part of the patient. The pump was noted to not be helpful to the patient and later this month the hcp would be switching out the medication from prialt to fentanyl. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial (B)(4), implanted: (B)(6) 2012, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot (B)(4), ubd: 23-mar-2014, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving prialt (25 mcg/ml at 5 mcg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient experienced increased pain. No environmental, external, or patient factors were reported to have caused this issue. A dye study was performed on (B)(6) 2018. The catheter appeared to have intrathecal (it) placement at t11. No actions or interventions were taken. The issue was said to be resolved and the patient was "alive - no injury." There were no further complications reported at this time. Additional information was received from a consumer indicated that the patient was receiving prialt and "at least one" other medication at an unknown dose and concentration via an implantable infusion pump. The indication for use was spinal pain. It was reported that the patient's healthcare provider (hcp) prescribed a magnetic resonance imaging (MRI) for the patient's brain and to rule out parkinson's disease. The hcp in charge of performing the MRI had concerns about the pump medication and requested a device manufacturer representative be present for the MRI. It was reported that the patient has had a lot of difficulty with pain. The caller stated that the pain coverage is from the ribcage down through his legs because the catheter placement doesn't reach the upper part of the patient. The pump was noted to not be helpful to the patient and later this month the hcp would be switching out the medication from prialt to fentanyl. No further complications have been reported as a result of this event.